Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. Aneurysm and vessel morphology is unknown. It was reported that the patient presented recently with lower back pain. Films showed an increased aneurysm size, no type I endoleak and no type ii endoleak; although, a type ii endoleak had been seen on an earlier scan. The patient died in the hospital, cause unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, aneurysm enlargement, endoleak), (lack of information, unknown cause of event). Evaluation, conclusions: (lack of information, unknown cause of event).